Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. Customer treated their low blood glucose reading with food. Customer was told to contact their health care provider to find out the cause of their low blood glucose reading. Customer did not use auto mode feature. Insulin pump will not be returning for analysis